Event description:
It was reported, the pt experienced a return of symptoms. It was shown the battery in the pt's device was depleted prematurely. There was no evidence of impedances or incorrect programming. The pt's device was replaced and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).